Event description:
Customer states the scooter, when going in reverse, accelerated and customer ran into a concrete wall, cracking the shroud. Customer has been afraid to use for the past 5 months. Customer called dealer at the time and they were out of business. Not able to locate serial number without assistance. Customer believes she bought within the last year. Provided service center numbers.